Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's battery does not charge properly. There was a patient involved, but no injury reported.

Manufacturer narrative:
The customer tried using a different battery and the problem persisted.